Event description:
Patient underwent an iliofemoral left bypass on (B) (6) 2009. It was reported that 24 hours after surgery, graft occluded. An embolectomy was performed to remove the thrombus. The graft, however, remained implanted. No further information was provided.

Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No facility number has been assigned to this report. No product evaluation was conducted since the device remained implanted. A review of the device history records indicated that the graft was processed, inspected and released according to procedures. No anomaly was found. One product coated the same day and under the same conditions as the complaint device underwent visual inspection. The product inspected conformed to the product specifications. No conclusion can be drawn. However, please note that thrombosis is an expected event in vascular surgery, specifically in peripheral vascular procedures, and it can occur with any type of vascular graft.